Manufacturer narrative:
Pump received a prime/fill anomaly due to loose drive support disk. Unable to perform the occlusion and excessive no delivery test due to loose drive support disk noted.

Event description:
The customer reported via phone call that they were unable to exit the preparing to prime loop. Blood glucose was 140 mg/dl. Troubleshooting was performed. The insulin pump will be returned for analysis.